Event description:
It was reported that the patient presented for a routine implant procedure of the implantable cardioverter defibrillator. During the procedure, it was noted that the device exhibited far r-wave oversensing on the atrial channel. Programming changes were made. There were no patient consequences.